Event description:
The speedband superview super 7 ligator during the veraseal banding procedure in esophagus the physician could not get the scope into the pt and when he took out the bander and tried to get the bands off, the bands would not come off. The physician did not complete the procedure. The pt's condition is reported to be "fine".

Manufacturer narrative:
Per complaint reporter, the suspect device is disposed and not available for the evaluation.